Event description:
In 2008 - rep reported that the foot section is having an unintentional movement of the foot up function. He was performing a pim when this was discovered and there were no reported injuries. In the same month, sum- tsr replaced the right ucm (part number sa1732) and the bed functioned properly.